Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed in veeva to be associated.

Event description:
According to the available information the device was explanted and replaced due to broken tubing.

Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation was noted on the body of the pump. This is a site of leakage. The surfaces appear to be non-striated, dull, and smooth, indicating that sufficient stress(s) was exerted. A separation, surrounded by abrasion, was noted on the exhaust tube of cylinder 2 near the cylinder strain relief. This is a site of leakage. See attached photo. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product, it was concluded that the non-striated, dull, and smooth surfaces associated with the separation indicate that sufficient stress was exerted on the pump body. A separation of this type could then allow the loss of fluid, making the device inoperable. The abrasion marks noted on the exhaust and inlet tubes of the device conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation noted on exhaust tube of cylinder 2. Separations of this type could then allow the loss of fluid, making the device inoperable. However, as additional information was not received, it could not be determined if one or all sites were the cause for the reported failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to broken tubing.